Manufacturer narrative:
Received one device. Functional testing confirmed the device had a faulty main board. The main board was replaced, and the device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had error code 460. There was unknown patient involvement.